Event description:
Device was beeping and pt was hospitalized that day. Guidant said there is nothing wrong with device. Device turned off and pt felt better. Device turned back on and has caused much heart damage. Fired 63 times in 40 mins. Hr is >160 bpm. Ejection traction has fallen from 60 - 20. No md would take it out. Pt feels FDA needs to do something about it.